Manufacturer narrative:
The information related to event date has been updated. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl. Customer experienced chest pain at the time of hospitalization. Customer treated with insulin drip in the hospital. Customer stated insulin pump had hardware low level failures alarm. Customer stated they were unable to complete the rewind after self-test and getting same error. The insulin pump will not be returned for analysis.